Event description:
Infusion patient using vial-mate adapter product to mix medication and saline for IV use. After inserting vial-mate into medication vial, patient noticed dark particles floating in the medication within the vial, not wanting to infuse this, patient called pharmacy to inform pharmacist. The vial, vial-mate and saline bag were returned to pharmacy, unused by the patient. The vial-mate adaptor cored the vial seal and particles of the seal were incorporated to the medication. The outcome of this event could have been life threatening if the patient had infused the medication with particles. The vial-mate adaptor will be returned to the manufacturer and the manufacturer is informed of the medwatch report. Dates of use: (B)(6) 2014. Diagnosis or reason for use: IV therapy.